Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain further information from the user facility for the reported event including patient information, treatment settings, sun exposure and photos, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical expert stated: "reported hs wouldn't calibrate and et giving cooling errors. Found coolant low. Added. Cleaned optics. Cleaned bottom screen. Recalibrated delta t on both heads. Recalibrated both heads, verified output and operation. System ready for use" furthermore clinical professional concluded in similar investigation under (B)(4) : "reported malfunction indicates cooling issues with et handpiece. If cooling is not within manufacturer specs, error code displays on the gui and the operator can't use the system that prevent from any patient injury." Therefore it is not related to reported adverse event. Additional information - september 26, 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. Lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information, and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information bec

Event description:
A user facility reported that one (1) patient sustained superficial burns following laser hair removal treatment with a lumenis lightsheer duet laser, et handpiece. No information regarding serious injury or medical intervention to preclude permanent impairment was received.